Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a lead revision procedure took place and this lead was successfully explanted and replaced. It was also noted that the lead exhibited loss of capture while in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right atrial (ra) lead was not working. An x-ray found that the lead's pin was not fully inserted into the pacemaker header. A lead revision procedure was scheduled and likely took place the following day. At this time records indicate the system remains in service. No additional adverse patient effects were reported.